Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on an unknown date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02929. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure on (B)(6) 2008 in order to treat stress urinary incontinence, pelvic organ prolapse and cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, bleeding, infection, dyspareunia and vaginal scarring. It was also reported that the patient underwent the following procedures: on (B)(6) 2008, revision due to edges of the mesh needing to be clipped; on (B)(6) 2011, removal due to erosion of vaginal mesh, pain and bleeding. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02929. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/15/2016, it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent a hernia repair with barred ventrilux mesh product on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced intermittent vaginal bleeding, vaginal discharge, vaginal odor and itching. It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to erosion of vaginal mesh and postmenopausal bleeding. (B)(4).